Event description:
The customer reported six failure code 570's in the event history. There were 0 deep discharges/0 charges/discharge cycles. The failure code 570 occurred during an infusion. Shut the device off after the failure, plugged it in and then turned it back on and unloaded the tubing. Batteries were the original batteries, installed 05/2004. Battery test was at 7% and 25%. No patient injuries or medical interventions since the last baxter service event. No pt demographics available. The battery fuse was disconnected to stop the screaming.